Event description:
False positive troponin (tni) results observed with triage cardiac panel on specimen from a patient in ER with chest pain. Tni=0.16, ckmb=2.6, myo=109. Four hours later, another sample was drawn. Results were tni <0.05, myo=69.7, ckmb=1.4. The patient was released. Falsely elevated tni results may lead to invasive procedures or medication.

Manufacturer narrative:
Product support (ps) tested the returned patient samples and in-house calibrator with retained devices. Ps also tested the samples using the beckman access tni test. Ps then tested both samples for hama antibody interference. Results were as follows: hama interference test had little effect on tni recovery. Recovery of calibrator was low, but results were consistent. Triage results gave some indication of heterophilic antibody activity in sample. This investigation was inconclusive due to differences in results between triage and access. No further action at this time, incidence of false positives due to non-specific binding to be monitored.